Manufacturer narrative:
The patient's age and gender have been requested but were not received. The lot number for the device was not provided, therefore, no manufacturer or expiration date could be provided.

Event description:
During an arthroscopic procedure, the physician was utilizing a mini magnum knotless implant w/inserter handle. The physician reported the device was not operating properly. The procedure was completed with a back-up device, however, the physician was required to drill a new bone hole. No patient injuries or complications were reported as a result of this event.